Event description:
It was reported that when the patient presented in clinic an x-ray revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. The patient will continue with routine follow-up.

Manufacturer narrative:
(B)(4).